Manufacturer narrative:
Service was not dispatched as the customer resolved the issues through system troubleshooting via the telephone. (B)(4).

Event description:
The customer reported background failure message and probe wipe not up errors, and diluent and blood fluid leaked outside the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing protective gloves at the time of the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated at the time of the event. There was no patient consequence associated with this event. The customer requested to perform troubleshooting with beckman coulter customer technical support specialist (cts) and lubricated the probe wipe resolving the fluid leak issue, background failure, and the probe wipe system errors. The instrument was returned to normal operation. The facility has an exposure control plan in place.